Event description:
It was reported that the patient arrested and was pronounced deceased on the scene. Log files were submitted for review and captured several low flow events starting on (B)(6) 2025 from 1618 through 1901, with flow noted as low as 1.5 liters per minute (lpm). More low flow events were noted later on from 1938 through 2309 then the driveline was disconnected at 2309.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section b3: date of event and date of death corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the low flow alarms and the driveline disconnections. A specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. The file captured intermittent low flow alarms on (B)(6) 2025. A sustained low flow alarm was captured on (B)(6) 2025 until the driveline was disconnected on that day, causing the pump to stop. The driveline was subsequently reconnected on (B)(6) 2025 and the pump ramped back up to the fixed speed without issue. Following the reconnection, a sustained low flow alarm was captured until the driveline was disconnected again and the controller was shutdown on (B)(6) 2025. The controller was turned on briefly on (B)(6) 2025 likely to download log files for review. The driveline was not connected to the controller at this time. No other notable events or alarms were captured. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1, ¿introduction¿, lists death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU and patient handbook contain information on all system controller alarms, including driveline disconnect alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.